Event description:
A customer reported that their pump screen was dark and would not turn on. There was no reported impact to the customer's blood glucose level. Technical support instructed the customer to try several troubleshooting steps, including plugging the pump into a power source known to work, but the pump still failed to power on. As a result, technical support arranged for a pump replacement and instructed the customer on using a backup therapy, multiple daily injections (mdi), in the interim. The customer was also guided on how to put the pump into storage mode for return to tandem.